Manufacturer narrative:
The reported events were lead perforation, lead fracture and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood and tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The tip stiffness test was performed, and the results were within specification. The reported events of lead fracture and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that cardiac perforation was suspected. Loss of capture was observed on the right ventricular (rv) lead. Lead fracture was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.